Event description:
It was reported that a patient underwent an obturator sling procedure for the treatment of stress urinary incontinence. The patient experienced obstructive voiding and underwent release of the sling, however, she continued to have obstructive voiding years later. The mesh was not fully released. The mesh was explanted on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).